Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported on 29apr2025 that the hospital staff restarted the device, and the issue was resolved. The device was returned to service with no parts replaced.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was in a static state. The device was in clinical use when the issue occurred; the ventilator was paused, and assisted ventilation was provided to the patient. The patient was switched to a nasal cannula oxygen delivery and then moved to a different ventilator. No patient or user harm reported. The customer reported that the user was adjusting the ventilator parameters and noticed that the screen remained in a static state. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporter phone #: (B)(6).